Manufacturer narrative:
The insulin pump was received with stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify excessive no delivery alarm due to motor error alarm. The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has intermittent button response due to moisture damage on keypad traces. The insulin pump was monitored for several days and no blank display noted. The insulin pump has normal operating currents, no damage found on the lcd isolation tape noted. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Event description:
Customer reported that the insulin pump alarmed no delivery and then motor error. Blood glucose value was over 300 mg/dl; current value is 115 mg/dl. She changed her infusion set twice and the no delivery alarm occurred again so she treated with manual injection and glucose dropped to 77 mg/dl. Customer also reported that the display went blank when trying to program a bolus. Customer was advised to disconnect at the quick release and prime; she was unable to prime as the insulin pump kept going back to rewind and it alarmed no delivery and motor error. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.